Event description:
It was reported that during an ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to oversensing electromagnetic interference (emi) noise. It was noted that the patient experienced asystole. The physician reprogrammed the device to asynchronous mode which resolved the pacing inhibition. At this time, the ICD remains in service. No adverse patient effects were reported.